Event description:
The operative record for this patient's recent implant procedure was received. This patient was thought to be an initial implant; however the operative notes discuss scaring from a previous insertion surgery, and a subsequent infection. It is unknown at this time when the surgery occurred or if the surgery was for a previous attempt to implant a vns device or for some other reason. Attempts for additional information are underway.

Event description:
Additional information was received indicating that the patient did not have an infection.

Event description:
Attempts for additional information have been unsuccessful to date.